Event description:
Patient reported "I actually don't know when the rupture occurred. It was just recently that about since last year that I experienced rippling and it's been only couple of days that I was able to feel half golf ball protrusion on my right breast." The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.6, g.1, g.3.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "I actually don't know when the rupture occurred. It was just recently that about since last year that I experienced rippling and it's been only couple of days that I was able to feel half golf ball protrusion on my right breast." The device remains implanted.